Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, upon opening the package, it was allegedly found that the head end of the stent was bent and broken. It was further reported that the stent could not be used. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a stent placement procedure, upon opening the package, it was allegedly found that the head end of the stent was bent and broken. It was further reported that the stent could not be used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate a distal end of a system with loaded stent without tip to sheath gap, and with a bend which leads to confirmed result for catheter bend. A break could not be identified. No damage was observed before unpacking. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter bend. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' H10: d4 (expiration date: 06/2024). H11: d4 (medical device lot number), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.